Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has a short circuit. Associated malfunctions for this device: inlet filter dirty.